Event description:
I had mentor breast implants placed on (B)(6) 2020. My right breast implant spontaneously ruptured in (B)(6) 2024. I am having severe pain as a result and require removal and replacement of the implant with my surgeon. I have to undergo a mammogram and ultrasound of my breast due to a lump found on the same side, which will also require for me to pay money out of pocket for this complication. Mentor is taking no responsibility for the spontaneous rupture of the implant and will not cover the anesthesia and surgical fees associated with the necessary surgery because I didn't purchase their enhanced warranty plan. In my opinion as a medical professional myself, this is unacceptable and poses a danger to those who cannot afford the associated costs to rectify the complication of their poorly manufactured product. Given I had the implants for severe asymmetry, and not for cosmetic purposes, I feel that mentor should take ownership for the poor quality of their product and cover the surgical and anesthesia costs of removal and replacement, as well as the imaging I will need to undergo. Ref report: mw5162425.